Event description:
It was reported that this right ventricular (rv) lead has been showing high, out of range pacing impedances at least more than a year ago. The pacing thresholds appear high as well, but other lead measurements were stable. It was suspected that the origin for the observed lead behavior could be of physiologic origin. Monitoring the rv lead was recommended as a possible follow up. The rv lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.